Event description:
It has been reported to philips that a remote alert for allura: error_fluostr-imageds was on the device. Fluoroscopy was not possible due to image disk issues. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the fluoroscopy was not possible due to image disk issues. The rse reviewed the error logs and found that the fluoroscopy was not possible and there were image disk issues. The current case was closed and the issue was addressed in another case ID where it was identified that the sata imaging hd, image storage board (isb) had failed. The fse went onsite and replaced the isb, hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.